Event description:
On (B)(6) 2013, a svc technician observed that the unit did not provide an audio tone. The tech confirmed no pt involvement.

Manufacturer narrative:
(B)(4). Investigation results revealed the following: the unit appeared to be mechanically damaged, perhaps dropped. The spo2 plug socked (part of the main board) is defective, a bracket is missing. The top cover is broken. Info of this nature has been added to the database and trends will continue to be monitored.